Event description:
It was reported that during breast revision surgery with the use of the device, the clear innermost sheath detached from the electrode while being wiped. The detachment was immediately recognized by the surgeon, preventing the potential for a retained surgical item. Nothing fell on patient's cavity, as the broken piece was found on the surgical drapes. No additional intervention required. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.